Event description:
Surgeon was using the countersink device when he felt the tip of it break. He pulled it out and could visually see that a piece of metal from the very tip had broken off. The surgeon took an xray and the small piece of the device was visible in the patient's foot. Surgeon continued with the procedure, he inserted screw he had been preparing the bone for and left the small piece of the countersink device in the patient as it was lodged in the bone.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.